Manufacturer narrative:
Added that sample 3 was also retested on another platform. Corrected reagent lot number (and expiration date). Sample 1 and 2 used 10301z, sample 3 used 10426y. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results on 3 patients' samples when using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. On (B)(6) 2021, test sample1 was performed on the cobas® liat® system (sn (B)(4)) generated a sars-cov-2 positive result. While on august 2 and 7, 2021, test samples two and three were performed on the cobas® liat® system (sn (B)(4)) generated sars-cov-2 positive results. Upon repeated testing of sample one and two on another platform (mp96 + dt prime from dna technologies) all 2 results were negative for sars-cov-2. While sample three was repeated on a different cobas® liat® (s/n (B)(4)) and generated negative result for the sars-cov-2 target. The 3 positive results were released, no harm is alleged. Per the FDA guidance three (3) mdrs will be filed, one (1) per each sample. An investigation was conducted to evaluate the customer¿s allegation.

Manufacturer narrative:
Review of the sample data showed an indication that the sample is a low viral load near the limit of detection (lod) of the assay. Furthermore any results for samples near the lod of the test can be expected to waiver between positive and negative. Additionally, if the customer re-tested samples using another test platform, differences between the cobas liat lod and the competitor test platform lod could also explain the result discrepancies. (B)(6). (B)(4).